Event description:
In 2009, the lay user/patient in france contacted lifescan alleging the one touch ultra meter was reverting to setup mode. The medical surveillance specialist wrote follow up questions to the technical service representative (tsr) to ask the patient. The patient said the issue started the day prior, at 4 pm. He did get a reading four hours earlier at 12 pm. The result at that time was 104 mg/dl and he took 30 units of levemir insulin based on the result. The patient takes 2 pills of diamicron at breakfast and 1 at lunch. After starting his levemir titration at 26 units at breakfast and dinner, he now takes his levemir based on a sliding scale. In the morning he takes 30 units of levemir if the result is under 100 mg/dl, 32 units if the result is between 100 and 120 mg/dl, and 34 units if the result is above 120 mg/dl. In the evening if the result is below 100 mg/dl he takes 28 units of levemir, 30 units if the result is between 100 and 120 mg/dl, and 32 units if the result is above 120 mg/dl. The same day, in the evening the patient took 30 units of levemir as a normal amount without basing it on a reading. On original date at 7 am, the patient reportedly woke up with symptoms of sweating and tremors, which he attributes to hypoglycemia. He ate a little bit more for breakfast that day and quickly felt better. The patient did not eat any less or more before he woke up with symptoms. He had his normal dinner consisting of rice with chicken, cheese, and yogurt the evening before. He does adjust his diet, eating a little less if the results are too high, and eating a little more if the results are low or if he is having hypoglycemic symptoms. The patient tests his blood sugar three times per day before each meal. It was determined during the troubleshooting telephone call that the meter did not suffer any trauma. The product is not new. When walking the patient through resolving the issue, the issue was resolved. This complaint is being reported because the patient alleged he was unable to test his blood sugar, took insulin without basing it on a reading, and subsequently reportedly felt symptoms indicative of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.